Manufacturer narrative:
Exposed sharp edges on stair chair seat back.

Event description:
It was reported by service report that the back rest was cracked, and there were sharp edges. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.